Event description:
It was reported that during transfer of a patient, the ventilator alarmed for disc/sense and there was no ventilation to the patient. The patient¿s condition was getting very critical. The respiratory therapist manually ventilated the patient. The rt says she is pretty sure all the connections were ok. The patient is doing fine.

Manufacturer narrative:
Na